Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hp w handcontrol was received without any information from the customer site, the device needs repair as is not working properly anymore. Additional information received from the affiliate reported the case was completed with another readily available device. It was also reported that the failure was noted prior to the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: the device was received and evaluated at the service center. The reported complaint that the device does not work properly was confirmed. It was found that the insulation resistance of the motor was outside tolerance. The resistance value of the keypad of the handcontrol set was out of specifications and also the protective conductor resistance (earth resistance) of the motor cable was out of tolerance. The on/off button of the device was not functioning and a short circuit was found in the motor. The motor, motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired and found to be fully functional. Fluid ingress into the system is one possible cause which may have caused the damage to the motor cable and the short circuit in the motor. However, given the information provided we cannot discern a definitive root cause for the same and other identified failures. A manufacturing record evaluation was performed for the finished device (serial number : 1804m3377r), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.